Event description:
The customer reported that the needle never deployed and that his blood glucose was over 500 mg/dl. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.